Manufacturer narrative:
Concomitant medical products: crt-d. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post-operatively due to the patients' septum shape. The lead was explanted and replaced and patients' septum was replaced. No patient complications have been reported as a result of this event.